Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose. The customer¿s blood glucose level was 86 mg/dl, 24 mg/dl, 300 mg/dl. Customer was using auto mode. The device will not be returned for analysis.

Manufacturer narrative:
Please disregard the initial report as case originally reported under (B)(4) and later insulin pump (B)(4) was created.

Manufacturer narrative:
The initial report is valid and follow up report number 1 should be disregarded. However, the information in the initial report were incomplete/incorrect. The correct information has been provided within this report.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose. Customer's blood glucose was 86 mg/dl and dropped all the way to 24 mg/dl. Customer states they tweaked their settings on their own. Customer also reported an issue with their site and reservoir where the connector piece was loose and will not connect that resulted blood glucose to spike. Customer's blood glucose would go up to 300 mg/dl. Customer treated the high reading with manual injections. Customer was using auto mode. The device will not be returned for analysis.